Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences alterra clinical study, two fractures were found at the alterra inflow, rung 1, in the 3 year flr submission. Both fractures are new for this subject.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and evaluated. Provided imagery was evaluated and following was observed: two fractures identified at the alterra inflow, rung 1 in 3 year flr submission. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of the prestent fractures was confirmed based on the provided imagery and corelab report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. As reported, two fractures were found at the alterra inflow, rung 1, in the 3 year flr submission. Both fractures are new for this subject. The corelab report confirmed 2 type I fractures at the alterra inflow. Furthermore, the provided imagery confirmed a total of two fractures at the alterra inflow. A technical summary written by edwards lifesciences documented a review of available CT scans / imagery for patients with a fractured stent. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summarys imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patients anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.